Event description:
The customer reported experiencing high blood glucose during night, but when he woke up his glucose level was low. Reviewed the alarm history and noticed that the insulin pump stopped on (B)(6) 2014. The caller stated that he had a snack and crackers before bedtime and his glucose level was over 200mg/dl. Troubleshooting was performed, and the drive support cap was loose. The customer stated that one side of the of the drive support cap was tilted and the other side was sticking out, but he pushed back in. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with loose/flush drive support disk. However unit passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.